Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that on (B)(6) 2012 the patient experienced a blood glucose (bg) of 517 mg/dl with ketones. There were no other reported signs or symptoms of hyperglycemia. The reporter stated that the patient was only on his fourth day of insulin pump therapy (ipt) at the time of the reported incident. She stated that the first site was placed on (B)(6) 2012, and was changed per protocol on (B)(6) 2012, but that the cannula didn't look right. The reporter noted that the site was again changed on (B)(6) 2012, and that the patient's bgs began elevating the evening of (B)(6) 2012. The patient was reportedly given a correction injection and his bgs decreased overnight to 56 mg/dl at 5 am on (B)(6) 2012. At the time of the call to animas customer support, the patient's bg was reportedly 376 mg/dl with trace ketones. A review of the pump indicated that settings and histories were correct. The reporter refused further troubleshooting, indicating that they were waiting to hear back from the patient's bg management team since the patient was new to ipt. There were no pump defects found. The pump is not being returned at this time, and the patient continued ipt. Customer support concluded that settings adjustments were likely needed since the patient was new to ipt. Some blood glucose variation is expected as insulin regimen is adjusted. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.